Event description:
During case, sterilmed sonicision cordless ultrasonic dissector began to smoke. The plastic piece that is on the tip of the dissector began to deteriorate. Item immediately taken out of use. No harm to patient.